Manufacturer narrative:
The field service engineer replaced a rinse tube. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer has stopped urea testing. The customer performed instrument checks. The investigation confirmed no abnormalities were found within the provided qc and calibration results. The investigation found multiple "sample clot" alarms on the affected analyzer. The investigation is ongoing.

Event description:
The initial reporter received questionable urea nitrogen results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer reported high results for "eqa samples." The patient performed comparison testing with the patient's urine sample on different cobas 8000 c 702 modules. No questionable urea results were reported outside the laboratory. The patient's initial urea result was 195 mmol/l. It is unknown which cobas 8000 c 702 module the patient's sample was tested on, the information was requested but not provided. The patient's first repeat urea result on cobas 8000 c 702 module serial number (B)(4) was 737.7 mmol/l. The patient's second repeat urea result on a different cobas 8000 c 702 module was 195.6 mmol/l. The customer determined the 195 mmol/l and 195.6 mmol/l results were correct. The urea reagent lot number was 555743 with an expiration date of 31-mar-2022.